Manufacturer narrative:
Report confirmed. The tool has not been returned for evaluation but was confirmed upon retrieval to be a piece of a dissecting tool by hospital staff. The pt is reported to be doing well. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."

Event description:
It was reported that procedure was performed to remove a piece of a broken tool from a pt. The original procedure was performed on (B) (6) 2008. At that time, the tool broke and was not identified. Post procedure, x-rays were taken and did not reveal an artifact within the pt. The pt returned to the physician indicating that there was a constant itch in the area of the surgery. X-rays were taken that identified an artifact that was located superficially. The artifact was removed on (B) (6) 2010, which was identified to be the tip of a tapered dissecting tool. On follow-up, it was confirmed that the pt's status was doing well.